Event description:
A customer reported "leakage at wash probe number 2" on the aia-900 analyzer. The customer stated no loose tubing was observed, but the area inside the wash probe cover is wet. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event and was able to confirm the reported issue by reviewing the error log. The fse replaced the wash pump, but it did not resolve the issue. The fse also found a wash probe tip in wash probe number one well and microbeads in wash probe number 2 well. Fse removed the wash probe tip, as well as the microbeads. Fse validated the analyzer by successfully performing daily check and ran quality control within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 03may2024 through aware date 03jun2025. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to wash probe tip in wash probe # 1 well and microbeads in wash probe # 2 well.